Event description:
A malfunction on the pump was reported by the caller. The issue caused the customer's blood glucose level to rise to 530 mmol/l. To address the high blood glucose, the customer administered a correction injection manually and did not require third-party assistance. Technical support provided information to reset the pump, which resolved the malfunction, allowing the customer to continue using the pump. The caller was advised to report any recurrence of the malfunction, which they acknowledged and understood.